Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the product was inserted into the heart chamber and the syringe was attached and pulled from the saline port, but air was aspirated. Aspirating air many times with no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.